Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-12502. It was reported that the patient presented in the clinic with device vibration and noise. The patient received multiple shocks and antitachycardia pacings (atp). The patient was checked to determine if there was any sign of rv lead noise. There was not any noise episodes, and the patient was discharged. On the next day, the patient was readmitted to the clinic because of device vibration. Increase in rv lead impedance, which was noted previously, was observed. Programming changes were made. The device will be turned off to prevent unnecessary shocks. The patient was stable and was discharged.

Event description:
It was reported that the patient presented in the clinic with device vibration and noise. The patient received multiple shocks and antitachycardia pacings (atp). The patient was checked to see if there was any sign of rv lead noise. There was not any noise episodes, and the patient was discharged. On the next day, the patient was readmitted to the clinic because of device vibration. Rv lead fracture and increase in rv lead impedance, which was noted previously, was observed. Programming changes were made to prevent further alarm. The device will be turned off to prevent unnecessary shocks. The patient was stable and was discharged.